Event description:
Monitor (B)(4) was returned to zoll lifecor from the german distributor stating that the response button was struck and the monitor was showing a wrench service code.

Manufacturer narrative:
Device evaluation summary; device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons stuck) has been confirmed. Upon evaluation, it was discovered that response button 1 had a line shorted at u300. Component u300 is a 24-bit digital signal processor located on the monitor's computer/analog pca board. The cause of the defective u300 component was likely due to a random component failure. The c/a board was being replaced. No adverse event resulted from the defective monitor. A replacement monitor was sent.